Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had no therapy since the implantable neurostimulator (ins) was implanted on (B)(6) 2016. When the patient had the trial done a year ago they were getting 65 percent relief and currently they were getting 0 percent with the ins. The patient was certainly puzzled since the trial worked very well. The average time it took the patient to go during the night with nothing was about 5 minutes, during the trial was about 1 minute, and with the ins was 15 minutes. The patient felt stimulation, therapy was on, and the situation was not resolved. After implant the ins was on program 4 and the patient spoke with the manufacturer representative and agreed to start with program 1. The patient's stimulation was set at 1.7v. The patient had tried all 4 programs and had no results. The patient had an appointment to see their health care provider (hcp) on (B)(6) 2016. The patient noticed that positional changes could affect how they felt stimulation. The consumer further reported that not only was there no symptom relief, the patient's symptoms were worse. The patient experienced an extremely long delay to start flow and the urinary stream was very week. It took the patient longer to empty their bladder, but often could not completely empty, leading to increased frequency. The patient even had trouble bearing down and had difficulty trying to force out urine and this also caused a bit of constipation. There was substantial stop, go, stop of their urination. The patient's hcp just wanted them to turn off the unit, which they did, for several days and try again. The patient's symptoms had returned back to their normal 36 hours after the unit was turned off. The indication for use for this patient was gastrointestinal/pelvic floor.